Event description:
The physician used a cook endoscopy fusion omni-tome sphincterotome to perform a sphincterotomy. The user observed the cutting wire orientation was incorrect during use. The procedure was able to be completed with this device. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report of incorrect cutting wire orientation. The cutting wire securing component has separated from the catheter near the distal end. The cutting wire remains securely attached to the sphincterotome catheter at the proximal end. No portion of the cutting wire is missing. Due to the condition of the sphincterotome, we were unable to conduct a functional test to evaluate the orientation of the cutting wire. A product discrepancy or anomaly that could have contributed to the reported occurrence of incorrect cutting wire orientation was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of incorrect cutting wire orientation. This product was mfg prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.